Event description:
The ortho summit sample handling sys instrument reportedly did not pipette sample/reagent and did not generate and error message. No death or serious injury was associated with this incident. This report corresponds to ortho clinical diagnostics inc.